Event description:
It was reported that the pt received a laceration. No further info was provided regarding the condition of the pt.

Manufacturer narrative:
The device was received for eval and it was determined that the unit was out of calibration at the zero setter. However, this would not affect graft quality as grafts are not harvested at the zero setting. It was also determined that the motor, calibration shaft and vespel bearings required replacement. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at zimmer osp in february 2008. The agency's inspectional observation concerned the decision(s) not to submit certain mdrs.